Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a gallstone removal procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush and remove a stone. At the time of removal, normal resistance was no longer felt, and when the device was removed from the patient the distal tip was noted to have detached. An imaging examination confirmed that the tip of the basket was inside the gallbladder and it was removed during the same procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".

Manufacturer narrative:
Visual evaluation of the returned device found the basket wires retracted, and the tip was detached and not returned. The side car-rx presented pushback out of specification. Based on the available information, the most probable root cause for the failure tip detached prematurely is "anticipated procedural complication" since the complaint is due to known physiological effects of the procedure noted within the directions for use. In addition, manipulation of the device and interaction with the scope or other devices during the procedure most likely contributed to the side car-rx pushback. Therefore, the most probable root cause is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a gallstone removal procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush and remove a stone. At the time of removal, normal resistance was no longer felt, and when the device was removed from the patient the distal tip was noted to have detached. An imaging examination confirmed that the tip of the basket was inside the gallbladder and it was removed during the same procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".